Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited noise and oversensing which resulted in inappropriate therapy to be delivered. Also out of range impedance measurements of greater than 3000 ohms were also observed. The lead was explanted and successfully replaced with another right ventricular (rv) lead. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.